Event description:
It was reported, while in the cardiac catheter inspection room, the md prepped the iab per instruction. The md inserted a sheath via the right femoral artery and then inserted the iab. The iab was connected to the autocat2 wave pump. The pt was transferred to a different hosp by ambulance. The iab was disconnected from the autocat2 wave pump; and, while in the ambulance, the iab was connected to the edwards system 98. On the way to the hosp, the pump alarmed "helium leakage alarm and high pressure alarm." The iab was removed. Another iab was not inserted. The pt expired. The death is not attributed to the iab. A follow-up report will be filed if more info becomes available.